Event description:
Pt converted to standard open surgical repair. As of 8/8/00, the pt was reported as doing well and the pt's prognosis was good. As per info received, the graft did not measure according to its labeling. Upon explanting the device, a guidant clinical specialist measured the device and found the length to be between 12 to 13 cm versus the 18 cm as indicated by the accompanying package labels. The guidant clinical specialist also verified that the serial number on the device matched both the pouch and box label. Graft has not yet been received by MFR for further evaluation.